Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. No malfunction. MDR filed due to keyword ¿melted¿ present in complaint. The product was returned for evaluation, and subsequent testing verified the complaint. The inlet filter was sucked inward. The underlying cause was identified as an external heat source damaged the filter.

Event description:
The inlet/hepa filter is allegedly sucked in and melted on the unit. No injury is alleged.